Event description:
The account reported the brakes will not hold. The stretcher was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found that when the brakes are locked and the stretcher is pushed, the stretcher will pop out of brake. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. A f/u report will be sent if this info becomes available.